Event description:
It was reported that the patient had their vns settings decreased due to the patient receiving painful sensations last feb/march. Lately the amount of seizures has been increasing, the patient would like their vns settings turned back up no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5 correction, information inadvertently left off the prior submission. Information has been added.

Event description:
Physician had turned settings up to combat increased seizures, however patient still experiencing an increase in seizures. No other relevant information has been received to date.